Event description:
It was reported that the patients implantable pulse generator (ipg) was in an uncomfortable location. It was noted that the patient was very thin. The patient underwent a revision procedure wherein the pocket was placed deeper and the ipg was replaced. The patient was doing well postoperatively. The explanted product will not be returned per hospital policy. No device malfunction was suspected.